Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered a shock and electrogram (egm) review was requested. Initially, supraventricular tachycardia (svt) was detected in the monitor only zone, but then the patient went into ventricular tachycardia (vt) in the ventricular fibrillation (vf) zone. The device began to charge, and the rhythm spontaneously converted followed by the committed shock. Technical services (ts) discussed troubleshooting options and programming considerations, such as eliminating the monitor only zone. This ICD system remains in service. No additional adverse patient effects were reported.